Event description:
The head of the needle of the central line kit broke off as the needle was under the clavicle subcutaneously. The needle was able to be retracted from underneath the skin but a new kit had to be opened to get an unbroken needle.